Event description:
The user facility reported that on (B)(6) 2021 the surflo i.v. Catheter was inserted for blood collection and IV therapy. The blood leakage was observed from the connection between the catheter and the hub. The user connected an extension tube and started infusion. However, the leakage of infusion was also confirmed from the same location where blood had leaked. The user stopped using the product and removed the catheter. The user insists there was no extra manipulation, such as rotating the catheter or inner needle, or re-inserting needle, was performed and the user has punctured just after opened the package without contacting to a catheter. The user changed to a new product of the same product type, then the procedure was completed. There was no health hazard reported. It is unknown if there were any other devices or products used with the reported product.

Manufacturer narrative:
Expiration date - february 2026. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - 03/24/2021 ~ 03/25/2021. One catheter that was connected to a terumo syringe tube was returned for our investigation. When liquid flow was checked with "as-received" condition, leakage was simulated from the connection between the catheter and the hub, as reported. When we closely observed the leakage portion under a microscope, a v-shaped scratch, which was presumed to have been created by being contacted by an inner needle, was confirmed at 0.8mm away from the end of hub. Furthermore, another scratch with 3mm length from the punctured point was confirmed on the inner surface of catheter tube. The concerned product is continuously produced by fully automated process, wherein the inner needle and the catheter is assembled in one motion. Therefore, if a tip of the inner needle contacts to a catheter, an inner needle will be found protruding from the catheter, which would trigger our inspection machine to trap and automatically reject such defective product off the line. Furthermore, periodical inspection is conducted to ensure no anomalies in accuracy and mechanical function of the system. The manufacture inspection records for the reported lot number were traced back and reviewed, wherein no defective product, including catheter which being punctured by inner needle, or scratch on catheter tube, have been detected. IFU states: "do not attempt to re-insert a partially or completely withdrawn needle." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).